Manufacturer narrative:
Investigation results: it was reported that the polarcup impactor part for handle's attachment (art. No. 75023346 / lot no. A50158) broke in half during use inside the patient. Procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection, the device was found broken in two parts. The complaint history review was performed for the lot number in question. Two further complaints were found for devices of the same lot number. The production documentation was reviewed. No deviations from the standard manufacturing procedure were found. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The received instrument is designed to reposition the polarcup shell. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The observed failure could not be reproduced. Based on the conducted investigations the root cause of the fracture could therefore not be determined conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. Nonetheless, in combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behaviour of this device. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues. The device will be retained.

Manufacturer narrative:
Investigation results: it was reported that the polarcup impactor part for handle's attachment (art. No. 75023346 / unknown lot) broke in half during use inside the patient. Procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported. The complaint device, used in treatment, was not returned for investigation. The production documentation and complaint history review could not be performed since the lot number was not provided. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments must be routinely inspected for wear and damage and replaced as necessary. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Smith+nephew did not receive adequate documentation to perform the medical investigation. Based on the conducted investigation, the root cause could not be determined conclusively. Should more information become available, the investigation will be reopened. No further actions are deemend necessary at the time. Smith+nephew will continue to monitor for similar issues.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the impactor's attachment broke in half during use inside the patient. Procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
Additional information in d4, g4, h4.